Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that product leaked air during vitrectomy surgery. The procedure was completed on the same day. There was no patient impact.

Manufacturer narrative:
Upon further review following submission of the initial report, it has been confirmed that there was no leakage; the reported event was pertained to the packaging issue. Based on current information available this event does not meet reporting criteria as per the applicable regulations. No further reports will be submitted under mfg. Report number: 1644019-2025-02934. The manufacturer internal reference number is: (B)(4).

Event description:
Upon further review, it was confirmed that there was no leakage; the reported event was pertained to the packaging.